Manufacturer narrative:
An inoperable implant was reported to abbott. It is unknown if the system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Event description:
It was reported the ipg cannot communicate with external devices after an unrelated surgery. Troubleshooting was attempted to no avail. In turn, surgical intervention may be pending.